Manufacturer narrative:
Investigation summary: one photo was received by bd (B)(4) of a reported batch #7268860 (p/n 301073) and evaluated. The photo depicted several boxes of bd bulk non sterile product wrapped in plastic. The photo was blurry and no details could be seen. DHR review for batch 7268860 (p/n 301073): manufacturing dates: 10/01/2017 to 10/05/2017. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. There were documented adjustments to the printer during the manufacture of this batch. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7268860 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were received for the reported foreign matter or scale marking complaints, therefore those defects could not be confirmed and the root cause is undetermined. Investigation conclusion: unable to determine a root cause, no defects were confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a shipment of bd luer-lok¿ syringe(s) were rejected from the customer due to lack of syringe printing and foreign matter. There was no report of injury or medical interventions as a result of this incident.